Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) passed away due to unknown causes while connected to homechoice (hc) device in the patient¿s home. Earlier on the same day of the event, the patient (pt) had come into the clinic complaining of blood in cassette tubing and abdominal pain . The patient¿s peritoneal fluid was inspected at the clinic and ¿it was clear¿ (there was no blood). The pt was not treated for the abdominal pain. It was reported that the pt did not have peritonitis. The patient was sent back home to perform pd therapy. It was unknown if the abdominal pain resolved. Later that evening the pt passed away in her home. The patient had already passed away when the paramedics arrived. At the time of the report autopsy results were not available. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). A review of the device history record and event history log were performed for device serial number (sn) (B)(4). The review of the device logs revealed no system errors, anomalies, hardware device failures or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported difficulty. Review of service history revealed no failures/problems that were related to the reported issue. Upon receipt, the device was tested and found to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. The cause is undetermined. If there is any additional relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should the device be received and an evaluation completed or additional relevant information received , a follow up report will be submitted.